Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: right l5-s1 herniated nucleus pulposus, degenerative disk disease, foraminal stenosis, status post decompression. Post-op diagnosis: recurrent herniated nucleus pulposus. Cerebrospinal fluid leak and arachnoid dilatation. The patient underwent the following procedures: revision partial l4, complete l5, partial s1 laminectomies, bilateral partial medial facetectomies, bilateral foraminotomies, excision right l5-s1 herniated disc material. As per op- notes: bmp was opened and mixed onto type ii collagen sponges. Autogenous bone from patient's decompression was processed through a bone mill and placed centrally within collagen sponges and composite rolls made. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.